Event description:
It was reported in literature that a retrospective review of 1,526 patient charts was performed to compare the outcomes of laparoscopic sleeve gastrectomy based on three types of staple line reinforcement (imbrication, bovine pericardial strips, and absorbable polymer membrane). Of the 860 patients that underwent laparoscopic sleeve gastrectomy using apm (endoscopic gore® seamguard® bioabsorbable staple line reinforcement), 3 patients experienced a leak. It was reported that the leaks were diagnosed radiologically and intraoperatively and assumed from findings of an abscess or other clinical findings. It is unclear how leaks were diagnosed among the apm group.

Manufacturer narrative:
Literature citation: barreto tw, kemmeter p, paletta m, alan d. A comparison of a single center¿s experience with three staple line reinforcement techniques in 1,502 laparoscopic sleeve gastrectomy patients. Obes surg. 2014.